Manufacturer narrative:
.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.5-13.8cm from the connector pin and 44.5-44.7cm from the distal tip, consistent with lead friction to the ICD can. External insulation abrasion was noted at 38.2-38.3cm from the distal tip, consistent with lead friction to the distal end of the suture sleeve. Internal insulation abrasion was noted at 19.4-20.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.2-21

Event description:
New information received notes that the patient presented in the emergency room after receiving multiple shocks. Interrogation showed the shocks, vf and non sustained vt episodes were due to lead noise which was seen in real-time. The patient was transferred to another hospital. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient present in clinic for follow up. The ICD had multiple non sustained vt/vf episodes that showed noise. Reprogramming changes were made. No further information is available. Lead remains implanted.